Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('implants puncture their uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criterion medically significant), autoimmune disorder ("auto-immune symptoms"), pelvic pain ("pain"), multiple allergies ("weird allergies"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), rash ("skin rashes") and headache ("headache") and were found to have a pregnancy with contraceptive device ("some women got pregnant"). At the time of the report, the uterine perforation, pregnancy with contraceptive device, autoimmune disorder, pelvic pain, multiple allergies, fatigue, alopecia, depression, rash and headache outcome was unknown. The reporter considered alopecia, autoimmune disorder, depression, fatigue, headache, multiple allergies, pelvic pain, pregnancy with contraceptive device, rash and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('implants puncture their uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criterion medically significant), autoimmune disorder ("auto-immune symptoms"), pelvic pain ("pain"), hypersensitivity ("weird allergies"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), rash ("skin rashes") and headache ("headache") and were found to have a pregnancy with contraceptive device ("some women got pregnant"). At the time of the report, the uterine perforation, pregnancy with contraceptive device, autoimmune disorder, pelvic pain, hypersensitivity, fatigue, alopecia, depression, rash and headache outcome was unknown. The reporter considered alopecia, autoimmune disorder, depression, fatigue, headache, hypersensitivity, pelvic pain, pregnancy with contraceptive device, rash and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.